Event description:
The customer reported the evis lucera gastrointestinal videoscope nozzle is clogged. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Due to handling (insufficient cleaning), the air and water nozzles were clogged and the draining function was reduced. In addition, curved rubber bond crack, curved rubber adhesive cloudy, missing curved rubber joint, nozzle clogging, play of the angle knob out of the normal state due to the elongation of the angle wire, suction cylinder scrape, grip part cut, air/water supply cylinder paint peeling, and suction cylinder paint peeling were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the problem was first identified during a routine check procedure.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, an elastic black foreign substance was confirmed to be clogging the nozzle. The foreign material is likely silicone rubber. Olympus will continue to monitor field performance for this device.